Event description:
The customer reported that they have an audio failure.

Manufacturer narrative:
(B)(4). The customer called and claimed that the obtv has lost its audio capability. A philips field service engineer (fse) was contacted in this matter and described that the customer had a problem with an alarm not sounding at the obtv station. The customer wanted initially to order kvm through value added services (vas) and this was sent to them. Based on the available info was determined that the speaker was connected to a microphone jack on the remote kvm (keyboard-video-mouse) switch. After this was disconnected and reconnected properly, it was confirmed by the fse that the system was running again. Please note that the reported problem would have had no influence to the pt monitoring on obtv. From a clinical perspective a user would permanently check the system if a suspicious trace pattern is appearing and would recognize the visible alert notification. Therefore, the additional risk for not recognizing an alert is not tremendously increased. In abundant caution, it has been decided to make the change in the reporting decision algorithm for all decision trees done (B)(6) 2010 and later for the whole obtracevue product family where no sound was reported. The decision was made owing to the fact that a user might use the device as a kind of central alarming device beside the fact that this is not the intended use of the device, but this use is not excluded in the labeling by warnings, caution, or other text. Both obtv instructions for use (IFU) and marketing materials support that these devices can be used for real-time alarming functions, respectively. The repaired product/replacement product remains at the customer site. No final communication was requested and none is warranted. No further investigation or action is warranted.